Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) determined that the reported event was attributed to user's handling. It is possible that the endoscopic image was not displayed because the camera cable was damaged by the user applying a load such as twisting the camera cable. The user may have been able to prevent the reported event from occurring, because the instruction manual provides preventive measures against damage to the camera cable. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). Checked the device and duplicated the reported phenomenon. In addition, as a result of the evaluation, the following was confirmed. The reported event was caused by a defect in the camera cable unit. The internal wiring of the cable may have been damaged. The camera cable unit must be replaced for the device to function properly. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image was not displayed. The device was not used during the procedure. There was no report of patient injury associated with the event.